Manufacturer narrative:
Hill-rom technical support suggested checking to see if the bed exit would set. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The facility performed preventative maintenance on this bed in 2017. Three attempts have been made regarding a resolution to this complaint, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not alarming. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).